Event description:
Customer reportedly passed out 3.5 hours after taking humulin r with result of 339 mg/dl, obtained on the advantage system. Customer bases insulin dose on carbohydrate consumption. Paramedics treated customer with an injection of glucose; customer tested 113 mg/dl on professional device and 231 mg/dl on advantage system with 10 minutes of each other. Customer's low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.